Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm. The device was noted to have delivered approximately 40 shocks during which time, the charge time exceeded 45 seconds and resulted in the device recording a charge timeout message (code 1007). It was reported that the patient previously underwent a vt ablation procedure. Further review of device data noted the device battery was depleted. The battery status prior to the delivered shocks was unknown. Technical services (ts) discussed the patient should be considered unprotected and recommended immediate device replacement. It was reported that the patient refused device replacement, however, the physician planned to discuss the situation with the patient and determine the next steps based on the outcome of the discussion with the patient. No further information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.